Event description:
It was reported that prior to use the scale marking were discovered to be missing with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: a scale was missing.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. Consumer reported a scale was disappeared. The returned syringe was examined, and it was observed that a few of the scale markings were missing. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200863709, 200863773] noted that did not pertain to the complaint. There was one (1) notification [200863775] noted for damaged tips causing missing zero lines. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 9337437. D.4. Medical device expiration date: 2024-12-31. D.10. Device available for eval? Yes. D.10 returned to manufacturer on: 2020-05-26. H.1 device return to manuf .?: yes. H.4. Device manufacture date: 2019-12-03.

Event description:
It was reported that prior to use the scale marking were discovered to be missing with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: a scale was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the scale marking were discovered to be missing with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: a scale was missing.